Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va06nfh, implanted: (B)(6) 2013-, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an infection and a loss of therapeutic effect. They had tried to increase the stimulation but they received a screen that they did not recognize. They had no problems in the past with increasing stimulation. It was noted they synched with the implantable neurostimulator (ins) and the patient was on program 4 with the stimulation set at 2.80. When they would try to increase the stimulation they couldn¿t because they would get a programmer screen that would tell them to ¿turn stimulator on.¿ it was stated they did not know how the stimulation was turned off. It was noted they replaced the programmer batteries and they ¿probably didn¿t get the best training on using the programmer.¿ after troubleshooting, they were able to see the lightning bolt in the ins icon and they were able to increase the stimulation. The patient had problems and therapy issues that had gone on for several weeks. It was noted they saw a health care professional (hcp) at urgent care because the patient¿s urine smelled ¿real foul¿ and they were having accident after accident. The patient was tested to see if they had an infection and it ¿sounded¿ like the patient had an infection but it was ¿probably not detected¿ by the urine test that the patient had. It was stated they performed another test and they ended up putting the patient on antibiotics for a few days which helped the patient but as soon as they wore off the patient got worse. It was noted they had lots of accidents about every other day and they were ¿up and down¿ all night long. It was stated that had occurred for a couple of months prior to report and it was a gradual change but it had gotten worse and worse.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was unknown if it was device related. It was noted that reprogramming was not needed. It was unknown how the patient was doing now. The patient had neurological deterioration and had decreased sensation peripherally.

Manufacturer narrative:
(B)(4).